Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 465 mg/dl. Customer stated that tubing got pulled, she realized that she did not change the set and she was disconnected when she did the bolus. Customer stated that product was not adhering. Customer was declined with troubleshooting for high blood glucose. The device will not be returned for analysis